Event description:
Consumer complaint of low blood glucose results. Customer states she is used to results of 85/87 mg/dl or up to 100's mg/dl. Customer concerned of results in the 70's or 50's without symptoms. Reviewed memory results: (B)(6) at 7:53a 71 mg/dl, (B)(6) at 7:36a 82 mg/dl, (B)(6) at 7:37a 73 mg/dl, (B)(6) at 7:36a 59 mg/dl, (B)(6) at 7:35a 55 mg/dl. All results in memory are fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).